Manufacturer narrative:
Recall: 1627487-12192011-003-r. This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient had not recharged her ipg in approximately 60 days. As a result, the device was inoperable. Subsequently, the patient underwent surgical intervention on (B)(6) 2016, where the ipg was explanted and replaced. The patient reported effective therapy postoperative.